Event description:
The radiologist in interventional radiology opened a glidecath to use for a pt. The catheter was kinked. Recently, another glidecath was reported when a portion of it sheared off during a procedure. In the report it was noted that there was a kink noted 5.3 cm from the distal tip. This new kink in the cathter (subject of this report) was not placed in the pt because of the noted defect.